Event description:
It was reported by the during a knee procedure, the 3.2 screw drill was broken in the tibial cap cutting guide. The guide was also damaged at the pin fixing holes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - france the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. H6: proposed component code: mechanical (g04) - drill visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.